Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the ventilator alarmed with vent inop due to post timer/24v failure. The customer reported there was no patient involvement.